Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the investigation has been completed. No product was returned. Stroke: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Pump suction: no product was returned. Patient had suction alarms which were resolved with volume. After reviewing logs, suctions alarms were observed. The cause of pump suction was most likely patient condition related since pump suction alarms were resolved after volume was given. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient with worsening heart failure was presented to the hospital with low blood pressure and shortness of breath. To stabilize the patient¿s condition, the patient was placed on pressors and inotropes and then an impella 5.5 was then placed in the right axillary artery to help rest and unload the patient¿s failing heart while they were evaluated for a heart transplant. On the thirteenth day of support, it was reported that the previous day the patient had suction events, and the p level of the impella had to be decreased to p-4. The patient became hypotensive during this time and required administration of llvophed and a 500 cubic centimeter bolus of lactated ringer's solution. A transthoracic echocardiogram was performed and revealed the pump to be in good position and the patient¿s right heart had good function. Additionally, it was reported that the suction events ultimately led to the removal of the impella 5.5. Three days prior to the explant, the patient experienced an embolic cerebrovascular accident. Suction events were noted to occur the following two days after the stroke occurred, which were treated with volume given to the patient. Ultimately, due to stroke history, the decision was made to remove the impella for suction events believed to be caused by clot formation. Imaging did not demonstrate a clot formation in the left ventricle or on the device, and no clot was observed at pump removal. The patient¿s outcome at end of procedure is unknown.